Event description:
A report was received that a patient will undergo a lead and pocket revision from skin sensitivity at the ipg site. The patient had fallen on ice and twisted her trunk and since the fall, the patient has been extremely sensitive to the touch at the ipg location.

Manufacturer narrative:
Additional information stated that the patient underwent a revision. The physician plugged the lead back into the ipg. Nothing was implanted or explanted and the patient is doing well following the procedure.

Event description:
A report was received that a patient will undergo a lead and pocket revision from skin sensitivity at the ipg site. The patient had fallen on ice and twisted her trunk and since the fall, the patient has been extremely sensitive to the touch at the ipg location.